Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that an enterprise2 4mmx23mm vascular reconstruction device (product code: encr402312, lot number: 9854673) was advanced to target position and started to release, but distal markers of the stent were converged which could not be opened. The doctor removed the stent and the prowler select microcatheter (product code: mc21160c2, lot number: 31711070) from the patient, then switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 28-may-2026 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was resistance during advancement of the device. The stent did not appear damaged. There were vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. There were no procedure delays due to the event. There was no alleged product malfunction with the microcatheter.